Manufacturer narrative:
To date the urgent replacement procedure has not taken place. After information is received of the replacement procedure a final report will be submitted. Should the device be returned to boston scientific laboratory analysis will be completed to determine the root cause of the event.

Event description:
Boston scientific received information that during a previous follow up visit this implantable cardioverter defibrillator (ICD) had a charge time of 13.3 seconds with a battery voltage of 2.84 v. The patient was rechecked and the device had reached elective replacement indicator (eri) with a charge time of 25.1 seconds and a battery voltage of 2.66v. Extended charge times were suspected and the patient was submitted for an urgent replacement of the device. No adverse patient effects were reported. At this time the device remains in service.

Event description:
--

Manufacturer narrative:
The device was returned to boston scientific for analysis in november 2013; it was likely explanted in (B)(6) 2012, but the procedure date was not reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels and a hole in the rv+ seal plug. These observations were not related to the device reaching eri earlier than expected. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.